Event description:
I started feeling bad a couple years after switching from saline to silicone breast implants. I have extreme fatigue. I have muscle spasms/jerks. I have a lot of trouble finding words when I speak or saying gibberish. My short term memory is non-existent. I can't retain information for more than a few seconds. I'm swollen all over. My knees always hurt. The back of my ankle hurts. My right breast has hurt since I got my implants replaced. I get skin rashes a lot. None of these things started until after I got silicone breast implants. I was diagnosed with hypothyroidism. I was also diagnosed anemic and had to have IV iron infusions. I gained 30 lbs within a short period of time with no change to my diet, medication or activity level. I had colonoscopy and endoscopy tests. I ended up having a hysterectomy in the hopes that I'd feel better. Nothing has helped. I've tried everything and I'm scheduling an appt to remove my implants. The last few years have been awful.